Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with the blood glucose value of 400 mg/dl. Customer reported pump backside cracked and pump was warm to touch. Troubleshooting was performed. Customer does not report any symptoms related to hyperglycemia. The pump was used with the 48 hours of the reported event and smart guard/auto mode was active at the time of event. Customer confirmed that the retainer ring was not damaged. Customer also confirmed that the reservoir and infusion set does not showed any signs of damage. Customer was advised that the pump will be replaced. Customer will discontinue the use of device will revert to backup plan. No further patient complications were reported. The device will be returned for failure analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in this report. Customer returned insulin pump for alleged cosmetic damage located at the back of the insulin pump, device heating up, and high bg found on december 16, 2022. The insulin pump passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The device was monitored for any heating anomalies and heating anomalies during analysis. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insulin pump was cut open for visual inspection and found moisture damage on electrical board 1. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case-corner of belt clip rails, cracked case (battery tube). Cosmetic damage was confirmed at the back of the insulin pump during analysis. Insulin pump passed full drive test and full functional test. Unable to confirm high bg. Device heating up not confirmed during testing. Exposed to moisture confirmed on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.